Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo_12.1 implantable collamer lens, of diopter -10.0/3.0/095 (sphere/cylinderaxis), into the patient's left eye (os) on (B)(6) 2024. On 23-apr-2024 the lens was exchanged with a same model but longer length lens due to low vault without rotation. This resolved the problem. The cause of the event is reported as unknown.